Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that right-ventricular apex (rva) lead exhibited noise oversensing. As a resolution programming changes were made. The patient condition was stable. The patient would continue to be monitored.